Event description:
It was reported that tip detachment occurred. The target area was in the patient's shank. A pt2 guide wire was advanced. During the procedure, approximately 30 cm of the tip detached and was able to be retrieved with surgery. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch batch. The unit returned has wire broken and distal tip damage, as part of overall visual revision. The device presents: the junction of the wire with the polymer coating fractured; and the distal tip kinked. The outer diameter (ods) taken met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target area was in the patient's shank. A pt2 guide wire was advanced. During the procedure, approximately 30 cm of the tip detached and was able to be retrieved with surgery. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).